Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification. The customer reported upstream occlusion alarm was not reproduced during evaluation. A review of the event history log identified upstream occlusion alarm. The cause was determined to be the ultrasonic sensor fluid readings were found to be out of specification. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an upstream occlusion alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.